Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012570250 and data files were returned and analyzed. Visual inspection was performed. No anomalies were identified during external visual inspection of the shaft segment. During external visual inspection of the array and handle segments, electrode #1 was observed to be crushed/damaged, an inverted array was observed, and the pebax tube was observed to be twisted. On the handle segment, the capture device's adapter was observed to be detached. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test did not reveal any ano malies. Two returned images showed a pulse field ablation catheter with the spiral array inverted. In conclusion, the kink/array deformity issues were confirmed through testing and the loop catheter failed the returned product inspection due to an inverted array, twisted pebax tube, crushed/deformed electrode, and detached capture device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the shape of the array became deformed mid-case. The distal portion of the array would not 'unhook' from the shaft and became very kinked, and the array would not retract back into the sheath. Consequently, the entire system had to be removed with the catheter outside the sheath. Upon inspection after removal, the shaft appeared kinked at the distal end, and the array was misshapen when in circular form. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.